Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their stimulator stopped working about 6 months ago. Patient stated that for the first 3 months they could get it to come on for a bit, but then it would shut off. Patient stated they gave up on it, and it's been off for about 6 months. Patient stated they told their doctor about it at their last appointment, and then they met with a manufacturer representative (rep) today to try and get the implant rebooted. Patient stated that they accidentally brought the equipment for their old implant to the visit today, so when they got home they tried to find their current implant equipment but was unable to find the controller or ac power supply. Patient confirmed they did have the recharger. An email was sent to the repair department to replace the ac power supply. Agent warm transferred patient for controller replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.